Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they think they made a mistake with the implant because it was not helping them get to the restroom faster. Patient stated at first it was kind of an improvement but it ain't doing nothing else. Patient also stated they we re sitting in pain because their bladder was not empty all the way and they had to put themselves back up to their bag to empty it. Patient mentioned that they made some adjustments with manufacturing representative (rep) before. Patient hadn't seen their healthcare provider (hcp) since the procedure and they didn't have a post op appointment. Patient also mentioned that they were sitting on their butt and it hurt when they stand up, patient mentioned that the pain started this week. The patient was redirected to their healthcare provider to further address the issue. Patient reported baseline symptoms returned / lost therapy benefit.